Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was in an auto accident and had been hurting more since. His hip was bothering him more and he had pain further up the spine and a heavier concentration of pain at the lower part of the spine near the implant area. It was noted that he was reprogrammed once before the accident for coverage of his hip. The date mentioned for this was (B)(6) 2014. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.